Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer received a button alarm. Reportedly, there was nothing pressing up against the button to have triggered the alarm. Customer stated the button feels "stuck". Customer declined to provide blood glucose (bg) levels. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.